Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a possible infection of the upper spine and they were going to get an MRI of the area. They had been hurting in their spine. Further information received from the healthcare professional reported that the patient had generalized myalgia, fever, cervical spine pain and right shoulder pain. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.